Manufacturer narrative:
(B)(4). The pump was returned for analysis. The pump passed flow testing. The shield was expanded as received. No significant anomalies were noted. The catheter was not returned.

Event description:
It was initially reported that the pump was replaced due to eri (elective replacement indicator) to avoid in-vivo battery depletion. It was later reported that the patient also had the catheter replaced at that time, as it was broken at the interface with the anchor in the back. No signs or symptoms were noted. The patient recovered without sequelae.